Event description:
An endeavor sprint rx drug eluting stent was implanted in the distal rca . Approximately 6 months post the index procedure, the patient went to the emergency room after 2 black tarry bowel movements. The patient was admitted and lab work was done. The patient was found to be anemic enough to need 1 unit of blood. Patient was put on ppi and sent home. The patient was taking asa and prasugrel prior to the event. The investigator has indicated the event was not related to the study device or procedure, possibly related to the study drug.

Manufacturer narrative:
(B)(4).